Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that after the lead pins were connected to the device, there was lots of noise on the atrial and ventricular channels and the pace sense and atrial impedance reading became zero. When measured on the analyzer, everything looked okay. The device was replaced. No patient complications were reported as a result of this event.